Manufacturer narrative:
One sample with opened pouch was received for evaluation. A visual inspection noted crack at the side of the welded cassette. An underwater pressure test identified leak at the crack location only. The product was found to be nonconforming, and the reported issue was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during peritoneal dialysis therapy. The source of the leak was not disclosed. The patient re-set up with new supplies to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.